Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break. The hypotube break was approximately 450 mm from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2019. It was reported that crossing difficulty was encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition. However, returned device analysis revealed a hypotube break.